Manufacturer narrative:
This malfunction has been detected automatically by an internal cerner system. This issue has been successfully resolved. A comprehensive investigation is underway to determine the underlying root cause. Cerner will provide a follow-up report at the conclusion of the investigation.

Event description:
On (B)(6) 2026, a single customer experienced a sepsis processing delay following a millennium 2026.01 uptime upgrade. Increased incoming data volume resulted in a processing backlog, causing a maximum delay of approximately 3 hours and 29 minutes. Recovery actions were implemented to restore normal processing, and all queued data was successfully processed after ingestion stabilized. The customer was notified of the issue. No patient harm or adverse patient outcomes have been reported.